Event description:
It was reported, the patient tried to sync with their implantable neurostimulator (ins) and was not able to. The patient was seeing the ¿call your doctor¿ icon. A power on reset (por) condition was noted. It was noted, the patient¿s symptoms returned the morning of the call and they wanted to increase stimulation, but was unable to due to the por message on the programmer. It was noted, the patient had not used the programmer in a while. It was noted that the ins/pocket was moved the day prior to the report. Information received about a week and a half later indicated the patient was still having concerns regarding their device or therapy. The device needed programming and the patient was waiting over two weeks for the manufacturer representative. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# unknown; product type programmer, patient product ID 3889-28, lot# va0g6fs, implanted: 2014 (B)(6); product type lead. (B)(4).